Manufacturer narrative:
The reported observation of ¿unable to connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was the result of the patient¿s procedure.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated they underwent a surgical procedure and did not place the device into surgery mode. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.